Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. The customer's blood glucose (bg) was 102 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source using an alternate wall adapter. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using an alternate wall adapter; however, no additional information could be obtained.